Manufacturer narrative:
The investigation determined that test results from a patient sample processed on the engen laboratory automation system were mis-associated with the incorrect sid of a different patient. The engen laboratory automation system correctly identified the issue by generating a cross check error, as designed. User error was determined to be the root cause of the event. Specifically: after the tube for sample a was placed into the centrifuge module load rack, an improper reboot of the system was performed which stopped the centrifuge module but the customer did not remove all samples prior to restarting the centrifuge module as instructed in the user documentation. The operator started the centrifuge module and released the module lock but did not remove all samples prior to releasing the module lock as instructed in user documentation. The investigation determined the engen laboratory automation system did not malfunction.

Event description:
The customer reported that test results from a patient sample processed on the engen laboratory automation system were mis-associated with the sample identification number (sid) of a different patient. Mis-associated patient results may lead to inappropriate physician action. The mis-associated sample results for the patient sample were reported from the laboratory. However, there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number # (B)(4).